Event description:
The customer called to report a blank display as well as moisture underneath the screen. Troubleshooting was performed. The customer stated that she noticed the moisture after taking a shower. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor.